Manufacturer narrative:
Analysis of the 9733449 found no failure. The returned straight suction does not appear to be bent. When attached to a known good tracker the straight suction verified without issue returning a divot error of 1.1 mm to 1.2 mm. No problem was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of a procedure. It was reported that straight suction was bent. There was no patient present at when the issue occurred.